Manufacturer narrative:
Correction: please retract this report MDR (B)(4).

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker was failing to be interrogated.